Manufacturer narrative:
Customers complaint of discrepant low tni was not observed with in-house testing on retain lot w58166. Testing yielded a cv of 9.1% for tni, this is within our package insert claim. Lot performed as expected. Reviewed the batch record of lot w58166. No non conformances were generated during production of the lot. No sample was returned for testing, further investigation cannot be pursued. No product deficiency was established. Unable to determine root cause of complaint.

Event description:
Caller alleged discrepant low tni results. Results as follows: patient presented with sob and was admitted to the hospital on (B)(6) 2014. Upon admission to the hospital, a blood draw was performed at 3:00am. Triage tni result = < 0.05. No value was reported for ck and bnp was not tested. Physician was suspicious of the triage result, and ordered a new draw for the lab analyzer within the same hour. Lab tni= 0.189. Final diagnosis is mi; patient is still in the hospital. External qc of 2 levels of total 5 were performed right away to confirm the performance of triage. Triage test was done at room temperature using a fresh whole blood sample. All cartridges are stored at room temperature. Sample was loaded using a triage pipet. No patient sample is available for further testing.